Event description:
The staple was jamming before use on patient but covered spread blood.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73j1900168 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was jamming before use on patient but covered spread blood.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73j1900168 was manufactured on (B)(6) 2019 a total of (B)(4) pieces. Lot was released on (B)(6) 2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. Biological material is present on the device, however, the customer confirmed that the issue was observed before use. The sample was returned with the trigger partially engaged and a staple partially formed. The stapler was received with (B)(4) staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Following full engagement of the trigger, the first partially formed staple was manually removed. After this, the next staple was able to properly form and release. This was repeated three more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. Aside from the first partially formed staple, the returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler.